Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The modified beck elevator (p/n: (B)(4), lot# 100118i18, qty 1) was returned for investigation. Upon review of the elevator, it was noted that it had a fractured tip. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. A complaint review was performed for this part and lot number combination and the occurrence rate of this failure mode for this lot is 1.23%, which is acceptable. The most likely underlying cause of the complaint is that the elevator tip experienced force in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 lot number d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h4 device manufacturer date h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability e1 reporter name e2 health professional e3 occupation g3 report source g4 date received by manufacturer g7 type of report h2 follow up type h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a dental procedure. No adverse events were reported as a result of the malfunction.